Event description:
The reporter stated that the pump alarmed replace battery and the battery was replaced several times but the pump would not work. The reporter stated that after several attempts, the pump started working again. The reporter confirmed that there was no damage to the pump or battery cap and the battery cap was secure with no yellow o-ring showing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box from (B)(4) 2012 showed no evidence of power issues. The battery cap was not returned with the pump for investigation. A test cap was used to complete testing. The pump was exercised for 24 hours with no power loss occurring.